Manufacturer narrative:
Approximate age of device ¿ 3 years and 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted with hematuria, elevations in lactate dehydrogenase (ldh) and pro b-type natriuretic peptide (bnp) levels. No elevations in pump power or flow were noted upon lvad interrogation. An echocardiogram performed on admission showed that the aortic valve was not opening. On 11/15/2016, it was reported that the patient was improving and that the ldh level had decreased. The patient had not been receiving anticoagulation for an extended period of time due to a previously unreported history of gastrointestinal bleeding. The patient was currently on heparin with discussions of restarting low dose coumadin. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported hematuriia, elevated lactate dehydrogenase level, and gastrointestinal bleeding could not be conclusively determined. Bleeding and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remained ongoing on lvad support at the time of the event. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.